Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 6541743 number, and no non-conformance's related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with 300cc mentor memorygel breast implants experienced bilateral capsular contracture (baker grade unknown) and left sided rupture post procedure. The capsular contracture was thought to be worse on the right side and the patient had pain accompanying these issues. As a result, explant without replacement was performed on (B)(6) 2019. This report relates to the left prosthesis. See 1645337-2019-26010 for contralateral prosthesis report.